Event description:
It was reported the pt is unable to communicate with or charge her ipg. An sjm rep met with the pt and confirmed the issue. The pt feels like the ipg is moving in the pocket. X-rays were taken and determined the ipg was flipped. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.